Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Conclusion: failure likely due to device being forced beyond positive stop. Visual examination of the returned device revealed that the tab had been sheared off on the right angle connector. The cause of this is likely due to the right angle set being forced beyond the positive stop within the locking mechanism.

Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) placement (male patient; age and weight are unknown). According to the complainant, the raised dot of the right angle feeding tube was broken and leaked nutrition. Another corflo cubby low profile gastrostomy device was used to replace this device. No patient complications were reported as a result of this event. The patient's condition was reported to be good.